Manufacturer narrative:
(B)(4). The sample was received for evaluation on 04/19/2011. An actual sample was submitted for evaluation. A visual inspection of the sample revealed the spike was damaged. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a continu-flo solution set in which the spike was damaged. According to the report, when the user removed from overwrap, it was noticed that the spike was chipped (defective). The condition was identified before patient use. No additional information is available.